Event description:
New information notes that the system was revised for placement of a temporary pacing lead and device. There is no allegation that the revision caused the infection. There is no allegation against the leads or device. The device and leads will not be returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the system was explanted due to infection. The patient was stable and tolerated the procedure well. A temporary external pacemaker was attached to a temporary wire as the patient is dependent. Pus was oozing from the device pocket and patient was started on antibiotics.